Event description:
It was reported through a service report that the cot is hesitating as it is being loaded into the truck, and the legs are not retracting up. No pt involvement or adverse consequences are reported.